Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 2.0 mmol/l on a patient. There was no patient information available at the time of this report. Method result sample alinity 2.0 mmol/l a lab 3.5 mmol/l a date, collection and test times, product lot information were not provided, requested at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-oct-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lots h23211, h23212 or h23237.